Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from iu health methodist on a webster cs bi-directional diagnostic ep catheter that presented itself with foreign material on the end of the catheter tip prior to use during a procedure. This device was not used in a procedure. The device was returned for evaluation on (B)(6) 2021. Upon receiving the device, the device was inspected, and foreign material was confirmed to be present on the device. Production records were also reviewed. The root cause is unknown.

Event description:
This device reportedly had foreign material at the end of the catheter tip. This was noticed before use during the proedure.